Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ with lidocaine, 0.2ml to each lateral brow. 4 months later, patient presented with ¿inflammation¿, hcp observed patient is ¿very ill with swelling and pain in the treated area due to volift¿. Patient treated with "two dexamethasone infusions with nsaids as well and hyalased". Patient also received antihistamine and steroid treatment. Symptoms did not improve. Patient was then hyalased 5 times in 1 day at 45 minute intervals. Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: a.2., b.5., b.7., c., e.1., g.1., h.6.

Event description:
Additionally, the healthcare professional reported that the patient was injected with onabotulinumtoxina in the lip and tail of both brows in the same month of the juvéderm® volift¿ with lidocaine injection date. The patient was ¿very inflamed¿ and ¿extremely distressed¿. After the hyalase® treatment, the lips started swelling. The events were reported as severe. The hyalase® and steroids did not help. In the end they ¿settled after 2 courses of oral clarithromycin antibiotic.¿ the patient took about 5 weeks to recover without sequelae.